Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Additionally, an error e103 power unit failure was observed during evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over (8) years since the subject device was manufactured. Based on the results of the investigation, the lamp failure and power unit failure is likely due to failure of the power supply unit. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, that the elite xenon light source displayed a spare lamp error. When the main lamp did not ignite, but the spare lamp did. The issue occurred, during maintenance with no reports of patient harm or patient involvement.